Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted during testing.

Event description:
The customer reported via phone call that the esc button was intermittently working. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to see the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.